Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.block d.2b: additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) over approximately the past year, described as increased frequency of charging due to device age of more than 12 years. Charging re education was completed, however the difficulty persisted. The patient underwent an ipg replacement procedure to address the charging limitations. No patient complications were reported. The explanted device was not released by the facility and was not returned for analysis. The patient is reported to be doing great postoperatively.